Event description:
It was reported by the customer "introducer for PICC kit feels soft and was bunching up under the skin. The new introducer kit opened and used without difficulty." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.